Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they noticed that the implant isn't working lately, the patient cannot feel stimulation and went to use her patient programmer and she can not remember everything. The patient noted it seems like she is going to the bathroom more than she was before since has been happening since about 3 weeks ago. The patient was not able to feel stimulation and the therapy is on. The patient was able to see her stimulation is on program 2 at 0.7 v and went up to 0.8 v and the stimulation is comfortable, the patient was feeling stimulation. The patient noted if she goes up to 0.9 v it is not uncomfortable, but it seems like it could be annoying so they plan on leaving stimulation setting at 0.8 v instead. The patient plans to follow up with their healthcare professional (hcp). The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.